Event description:
Kimberly-clark received a report from (B)(6) stating the enteral feeding tube burst. The enteral feeding tube was replaced endoscopically. Additional information received on (B)(4) 2014 states the user facility uses ordinary tap water for inflating the enteral feeding balloon. The user facility inflates the enteral feeding balloon with 8-milliliters of water. The facility reports they usually check the balloon fluid contents once a week. No additional information was provided in regards to the patient's status. This is the first of six reports for the same patient involving six separate products. Refer to report 9611594-2014-00133 for the second report.

Manufacturer narrative:
(B)(4). Evaluation of the returned complaint product and review of the device history record are complete. One contaminated sample device was returned. The molded head, tube and balloon exhibit a yellow discoloration. The sample device balloon exhibits a multidirectional burst. The balloon material was inspected under magnification; no anomaly was observed on the sample device material that could identify a point of origin for the burst. Evaluation and supporting confirmation by research and engineering note, the incident confirmed on the sample evaluation regarding the balloon and the tube are yellow in color is very common for a balloon exposed to the gastric environment which cause changes in device color over time. The device history records evaluation was performed on (B)(4) 2014 for the lot number aa3340n46 identified in the complaint. According to the documented records, (B)(4) kits were manufactured according to the approved manufacturing procedures, specifications and then released by quality assurance. At the time of the device history record , there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Furthermore, the device was manufactured according to specification requirements. In process assessment was performed and noted improvements with the installation of the balloon inflation/deflation machines which help avoid stress on the balloon walls. (B)(4).